Event description:
It was reported that the customer experienced recurrent low blood glucose while using the ilet system despite ongoing troubleshooting and education by the healthcare provider and a diabetes educator, leading the healthcare provider to direct discontinuation of pump therapy and initiation of the return process. Symptoms included hypoglycemia. Outcomes included user inconvenience and therapy change. Investigation included complaint handling and user support with troubleshooting and training by clinical staff. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded that the event was user or clinical management related with cause not determined, and no further action could be taken without additional information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.